Event description:
Patient had a dr ppm implanted on (B)(6) 2025. Sometime afterwards it was noted that she had an ra lead perforation and pericardial effusion. The lead was repositioned on (B)(6) 2025. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the data we received, the root cause of the observed perforation and pericardial effusion cannot be determined.